Event description:
Information received indicates, when the head section is in the up position, it will drift down.

Manufacturer narrative:
The technician found the right CPR cable was adjusted too tight. The technician properly adjusted the CPR cable to repair the bed.